Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
It was reported that while using day aligners, the patient selected discomfort, "ill fit" for lower fit quality and pain level 7. Also stated, "bottom aligners are cutting into gums they're white with the pressure.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.